Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that water leaked at the connection between the bag spike and water feedset tube of an mr290 humidification chamber after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: inspection of the complaint feedset tube and water bag spike revealed that the feedset tube was completely separated from the water bag spike. There was sufficient glue on the feedset tube but the glue had not bonded. A lot check revealed one other complaint of this nature for lot 130716. Conclusion: we were unable to determine the cause of the reported fault, although past investigations have shown that the problem has been caused by the user grasping the tube and not the spike when changing the water bag. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome or water bag spike in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4). During production, pull testing of the feedset strength at both spike and dome end is performed (B)(4) on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: set appropriate ventilator alarms. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. (B)(4).